Event description:
A report was received that the facility was unable to clean 3 probes due to the hub leaking at the base of the probe. The facility claims that it was blood leaking out of the hub.

Manufacturer narrative:
The returned electrodes tcn-15 lot # 23376542, tcn-10 lot # 23797361, and tcn-10 lot# 22807295 were analyzed and it was determined that the material found on the hubs contained proteins like those found in blood. Overuse of the electrodes, such as sterilizing units beyond the number of cycles the units are validated for, can lead to additional wear on the units and the epoxy inside the hub, which can lead to cracks that allow for fluid ingress. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause is due to failure to follow instructions. The electrodes were likely sterilized beyond the (B)(4) sterilizations cycles that they are validated for.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: tcn-10, serial/lot: (B)(4), description: nitinol tc electrode: 10 cm.

Event description:
A report was received that the facility was unable to clean 3 probes due to the hub leaking at the base of the probe. The facility claims that it was blood leaking out of the hub.